Event description:
It was reported on 04/07/2015 that the patient was hospitalized with increase in seizures. On (B)(6) 2015, the device was interrogated and found to be disabled. Follow-up with the physician showed that he did not know why the device was previously disabled or when. The device has been turned back on to help with seizure control. It is not known if the increase in seizures was above, below or back to pre-vns baseline levels.